Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of device fluid leak.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in a procedure performed on (B)(6) 2025. During the procedure, there was resistance while opening and closing the snare. A reverse flow of fecal matter was found inside the sheath. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.